Event description:
Customer called to report that the insulin pump alarmed motor error during fixed prime. Customer's blood glucose reading was 113 mg/dl. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being replaced.

Manufacturer narrative:
The date of event provided with the initial report was incorrect. The correct date of event is provided with this report.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test and prime/a33 test. Insulin pump received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.